Manufacturer narrative:
(B)(4). Results and conclusion summation - the design of the bmw universal ii wire is such that the proximal solder appears as a marker under fluoroscopy. The markerless version of the wire is less visible under fluoroscopy, however, factors such as fluoro power can affect the visibility of the solder, and a marker can still appear. Add'l info from the rep confirmed that he discussed with the physician and cath lab staff that the markerless version can appear to have an appearance under fluoroscopy. Based on the available info, there is no indication of a mislabeling event. There is no indication of a product quality deficiency.

Event description:
Reporting status: malfunction. Reporting rationale: mislabeling. Device issue: mislabeling. It was reported that during prep, it was noted that the packaging stated that the guide wire was without markers; however, on the device, markers were present. The guide wire was used on the pt without issue. There is no add'l event or pt info available.